Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient no longer needs the stimulation therapy. The patient's ipg is uncomfortable and she bumps the ipg site. The patient requested the ipg be explanted.